Event description:
It was reported that patient was in ventricular fibrillation (vf) for three hours, with eight shocks delivered which did not convert the patient. The patient was brought into the emergency department and externally shocked, their left ventricular assist device supporting them until that point. Boston scientific technical services (ts) was contacted to discuss options, and ts gave recommendations. The device and leads remain in service. No additional adverse patient effects were reported.